Event description:
Healthcare professional reported left side exchange with no complaint against the device. Additionally, healthcare professional reported left side rupture discovered during surgery. The device has been explanted, replaced, and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: contra-lateral side capsular contracture, baker grade IV.